Manufacturer narrative:
Initial report was sent with a missing patient code. Corrected data: added patient code c26891. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: mangieri a et al. Thrombotic versus bleeding risk after transcatheter aortic valve replacement: jacc review topic of the week. J am coll cardiol. 2019 oct 22;74(16):2088-2101. Doi: 10.1016/j.jacc.2019.08.1032. Epub 2019 oct 14. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the bleeding and thrombotic risk for patients who undergo transcatheter aortic valve replacement and a summary of current recommendations, a perspective on ongoing clinical trials, and possible future developments. All data were collected from a secondary review of previously published studies. The study population included an undisclosed number of patients and demographic information was not provided. An unidentified proportion of the overall cohort were implanted with medtronic corevalve or evolut r bioprosthetic valves. No serial numbers were provided. Among all patients, an unspecified number of all-cause and cardiovascular deaths occurred. No other details were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: major stroke, cerebrovascular events, endothelization of stent struts (observed with the corevalve), hypoattenuating leaflet thrombosis, major adverse cardiovascular events, procedural/late-onset bleeding, hemorrhagic events (gastrointestinal or neurological bleeding), major or life-threatening bleeding, and vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.